Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned device for an alleged rewind anomaly observed on october 10, 2022. The device failed the self test during the vibration test due to moisture damage. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, or occlusion test due to rewind anomaly. The motor was stuck in the bottom position during testing due to dried insulin on the motor. Successfully downloaded history files and traces using thump. No unexpected alarms or alerts were noted during testing or in the device history. The device was cut open to perform visual inspection and found moisture damage on the electrical board 1 and harness assembly vibrator. Physical damage was also noted on the electrical board 1. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. In summary, customer's alleged rewind anomaly was confirmed due to dried insulin on the motor slide. Cosmetic damage was noted. Exposed to moisture was confirmed at the electrical board 1 and harness assembly vibrator. Device heating up was confirmed during analysis due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump does not stop when it comes in contact with the reservoir. Troubleshooting was performed and the insulin pump passed the self-test but still, the reservoir was not recognized. No harm requiring medical intervention was reported. The insulin pump and will be returned for analysis.